Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged. 3 failures led to open book 0x00000044 due to error log. Hardware issue with lcd. Possible hw first two errors occurred in ui_controller.c when h_hwtest_lcd() returned hal_result_fail. Third and fourth errors occured in h_dvclcd.c when h_dvclcd_reinit() called h_hwtest_lcd(), which returned hal_result_fail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was slow due to moisture or humidity. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On jun 24, 2021, the customer alleged for moisture damage and slow response. Device was received with a critical pump error (open book image) alarm. Unable to verify slow response and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three failures led to open book 0x00000044 due to error log. Device was cut open to perform visual inspection and found moisture damage on the 40 pin flexible printed circuit/lcd, j5/pcb 1, j1/pcb 2 and motor flex tail. No moisture damage on the internal battery, vibrator and battery tube during the visual inspection. In summary, in the pump history and trace found three failures led to open book 0x00000044 due to error log. Critical pump error (open book) due to error log cause by moisture damage on the on the 40 pin flexible printed circuit/lcd and j1/pcb 2. Customer alleged confirmed for expose to moisture. Unable to verify slow response due to critical pump error (open book). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.